Event description:
Customer reported receiving erratic readings on their adc blood glucose meter within 10 minutes. Results of 19 mg/dl, 419 mg/dl, and 400 mg/dl were plotted on the parkes error grid. The results fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: the meter is designed to display readings of 20 mg/dl to 500 mg/dl. This meter does not show a numeric value les than 20 mg/dl. A blood glucose reading below 20 mg/dl will read as a "lo" in the adc meter. Note: the device manufacture date for meter (B) (4) is unknown.

Event description:
It was reported that prior to reaching the neck of the aneurysm, the stent was observed to be fractured. The physician continued the procedure with another of the same device. There was no reported clinical consequence to the pt.

Manufacturer narrative:
Customer's meter (B) (4) was returned. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. Similar readings the customer reported were found in the meter's memory and taken in 10 minutes.